Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a merlin.net transmission with an alert for hv lead impedance greater than upper limit. Clearing the alert and turning off the patient notifier will be performed. The patient will continue to be monitored.